Manufacturer narrative:
Therapy dates: the event occurred on an unspecified date in (B)(6) 2020. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green caps of three (3) amia cassettes were missing from the lines. This was identified during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.